Manufacturer narrative:
Additional details were received from the hospital on (B)(6) 2018 that the patient has deceased; as well as other product, patient, and procedural details. The associated fields have been updated accordingly. The actual sample was not provided, however, photos were provided and are being evaluated. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port is coming out through the site. The patient was bleeding and the needle could not be changed since it was last accessed. It was further reported the patient continued treatment on the hematology & oncology floor. The device has not been removed and there were no reported attempts made to retrieve the port. Approximately two months post port implantation the patient reportedly expired.

Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. A medical image has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port is coming out through the site. The patient was bleeding and the needle could not be changed since it was last accessed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for full evaluation, two electronic photos were provided for review. What appears to be a port access system is noted. The port appears to remain implanted and located on the right shoulder. The port body appears to be partially exposed and protruding from the patient tissue, from the implant pocket. The sutures of the implant site are not visible and it is unknown if the device is protruding through the implant site. Clear identification of the port system is not possible. However, based on the photo review, an exposed port body protruding from the patient tissue can be noted. Therefore, the investigation is confirmed for port erosion through the skin. Per reported event details, the port itself is coming out through the port site. The issue was reported just over a month after implantation. The site was not accessed for a little more than a week due to bleeding. Reportedly, the dressings were changed as needed. While a definitive root cause could not be determined based upon available information, it is unknown if patient and/or procedural factors contributed to the reported event. Possible contributing factors include shallow port placement and/or patient condition; however, the lack of a returned sample or medical records prevented identification of a root cause(s).

Event description:
It was reported that some time post implant, the port device was coming out through the site. It was further reported that the patient was bleeding and the needle could not be changed since it was last accessed; however the patient continued treatment. Reportedly, the device has not been removed and there were no reported attempts made to retrieve the port. Approximately two months post port implantation the patient reportedly expired.